Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the evaluation is based on the event description only. Since product was not returned it has not been possible to determine the root cause of this event. However, it might have related problems with the captor valve iris or the silicon discs. Internal actions were implemented and this specific device was manufactured before implementation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when the user attempted to flush the delivery system from the side port with saline during preparation, it leaked from end of the hemostatic valve, which made it unable to flush inside the sheath. Then, he rotated the valve from open to close position and flushing was performed repeatedly. Since the user confirmed that the saline exits the side port near the sheath tip, he continued to use the device with the right fa approach as planned. There was no problem in diameters of access routes. Patient outcome: there have been no adverse effects to the patient reported.